Manufacturer narrative:
Device evaluated by MFR.: promus element mr ous 2.50 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified no issues. The stent showed no signs of damage or strain and was set equidistant between the proximal and distal markerbands. The crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion identified no issues. No issues were identified during the product analysis. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the right coronary artery (rca). A 2.50x32mm promus element stent was advanced to treat the lesion. However, the device failed to cross the lesion and stent struts were deformed. The device was removed and the procedure was completed with another of the same device. No complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the right coronary artery (rca). A 2.50x32mm promus element stent was advanced to treat the lesion. However, the device failed to cross the lesion and stent struts were deformed. The device was removed and the procedure was completed with another of the same device. No complications were reported and patient's status was stable.